Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber was found leaking water. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided as the subject device had been discarded by the healthcare facility. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided as the subject device had been discarded by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is therefore based on the limited information and a video provided by the healthcare facility and our knowledge of the product. Results: the provided video shows water leaking from the mr290v humidification chamber base. No visible damage can be determined from the provided video. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v humidification chamber state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber was found leaking water. There was no reported patient harm.